Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system pcb assembly connections related to the interlock circuit were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and intermittently locked up during the boot process. No patient serious injury or death was reported related to this event.